Event description:
New endo clip was opened on the sterile field. When the physician used the clip applier it did not fire and the empty indicator on the clip applier turned red. A new clip applier was opened and worked correctly.